Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water channel and cylinder. Based on the results of the investigation, since the allegation of the customer was not reproduced, a root cause could not be identified. And for the newly identified malfunctions mentioned above, the foreign material was possibly a simethicone substance. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope images were disappearing during a diagnostic procedure. No delay had been reported, and the procedure was completed with a competitor device. There were no reports of patient harm.